Manufacturer narrative:
Device alarmed motor error during rewind due to corroded the motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarms. No moisture damage on electronic assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump had motor position encoder error. The customer blood glucose level was 466 mg/dl at the time of incident and the current blood glucose of the patient is 364 mg/dl. The customer did not provide details regarding symptoms and treatment of high blood glucose. Customer was unable to clear the alarm. The customer also state that o-ring inside lip of reservoir compartment was missing. The customer also state that drive support cap appears normal. The customer did not perform the self-test. The insulin pump will be return for analysis.